Event description:
Customer called to report the insulin pump was dropped from 150 feet while he was working. Blood glucose reading was 140 mg/dl. The customer stated that the insulin pump broke from the impact. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to cracked and bleeding lcd glass. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and broken off end cap.